Event description:
A customer reported that erroneously elevated wbc (white blood cell) results were generated by coulter lh 750 hematology analyzer on one patient sample. The sample was heel stick sample from a new born baby, and the instrument generated flags. The result was reported out of the laboratory. The sample was rerun on an alternate instrument, and a venous re-draw sample was run on both the original and the alternate instruments. All of these subsequent testing produced lower wbc results. There was no change to patient treatment attributed to this event.

Manufacturer narrative:
The initial sample was collected by heel stick in a pediatric microtainer tube. The re-draw sample was a venous sample. Controls run before the incident recovered within the range. The lh750 is currently performing within qc specifications with respect to accuracy and precision. The customer stated that he performed instrument-to-instrument testing recently and all passed. The customer also stated that there have been no additional occurrences of erroneous results generated by the instrument. Bec field service engineer cleaned the wbc apertures, ran reproducibility and controls, and verified that mode-mode checks are performed regularly. No problems were observed. Raw data analysis provided following observations: the wbc correction is based on information in from the front of the histogram, including the mode channel of the first population and the starting position of the first channel. The two samples have mode channels at 16 and 14, respectively, a fuzzy area where both nrbc and lymph populations may exist. In this case, the first population is actually a mixture of nrbc and lymph without any separation at all. For the first sample, the first 10 channels were considered debris and a correction was made based on this debris percentage. As a result, the wbc was corrected from 72.5 down to 61.7. A review flag was also set to indicate low confidence about the correction. For the second sample, the first 10 channels were considered debris. The wbc was corrected from 63.4 down to 52.7 in the cbc module. However, the cbc/diff module classified the first population as large nrbc and 84% nrbc was detected and was used to correct the wbc at the adms level. As a result, the corrected wbc was down to 34.4. Again, the review flag was set to indicate low confidence about the correction.